Event description:
The report received from affiliate indicated that, two days after the index procedure, this patient complained of chest pain and changed in the ECG were observed. A repeat angiography was performed and demonstrated that the cypher and driver stent implanted in the 1st diagonal branch were occluded with trombus. Ivus was conducted. Aspiration and balloon angioplasty were used to treat the thrombus. A perfusion balloon was used as well but the flow to the peripherals was limited. An iabp was inserted into the patient. Per the physician, the probable cause of the sat was due to the slow flow in the vessel.